Event description:
It was reported that the wire broke. A percutaneous transluminal coronary angioplasty was being performed. A 330cm rotawire and wireclip torquer was selected for use. During the procedure, it was noted that the wire broke off and was snared. There were no device fragments left inside the patient's body. The procedure was completed with another of the same device. Per physician's opinion, the vessel angle was too big which could have caused the breakage. No patient complications reported.